Manufacturer narrative:
The device history record did not show and deviations for this lot. Visual inspection of the device found a burr of base material attached to the wall of the cannula. The process has been revised from a cnc machined cannula core to a deep drawn cannula core as drawn metal operation does not create burrs. This is the only occurrence of this issue. The lot/device history review and/or trend analysis was considered acceptable and the product is performing within anticipated rates. No further investigation is needed. See related report 0001932402-2020-00013.

Event description:
The user facility in (B)(6) reported during a vitreo-retinal procedure, ''metal'' particulate entered the patient's eye during the injection of silicone oil.